Event description:
It was reported that the device's pump stopped working. It caused the unit to overheat. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Health effects and evaluation codes: updated. Email is: (B)(6). Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause would be a faulty water pump. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
Additional information received via email. Customer stated that the issue was found during their preventative maintenance and no patient harm recorded. The customer also stated that they purchased the required part and made the repair in-house.